Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Although requested, patient demographics were not provided. Date of event: noted as (B)(6) 2020 as customer stated that events have occurred for the past 2 weeks. This date is reported as an estimated date.

Event description:
It was reported that tubing cracked from the port. Although requested, no additional event and/or patient information was provided.